Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No casepart was returned to manufacturer for analysis. Part not received

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the articulating arm would not tighten properly. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the vertek arm for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The vertek arm was returned to the manufacturer for evaluation. Testing found that the arm would not lock on either joint. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.